Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that atrial tachycardia, atrial fibrillation (at/af) was detected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead far field r-wave (ffrw) oversensing was observed. It was noted the atrial blanking signals were being sensed, which led to an inappropriate mode-switch on the cardiac resynchronization therapy defibrillator (crt-d) and detection of atrial fibrillation (af)/atrial tachycardia (at). The ra lead and crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.